Event description:
Per oos, this lead was capped. The lead had "high dfts and an impedance change noted with initial ICD implant." Per biotronik representative steve gregory, this lead did not provide a safety margin for this patient. The patient required two full energy shocks to convert an arrhythmia. The physician did not question the device functionality; instead, he decided to replace this lead.